Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: annex g event summary it was reported that when the user opened a package of a ncompass nitinol tipless stone extractor for a ureteroscopic lithotripsy procedure, it was noted that the basket could not be 'pushed' by the handle. The device did not make patient contact. The user changed to another new ncompass nitinol tipless stone extractor to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The device was returned in open packaging to cook for investigation. The handle could not actuate basket assembly. When the handle was disassembled, it could not manually actuate basket. A document-based investigation evaluation was performed. The DHR for lot 15130817 recorded the following non-conformances for the basket grasper will not open/close. A quantity of 4 were scrapped. It was possibly related to the complaint issue. All devices are 100% inspected for proper operation. The non-conformance was created for devices that did not pass the inspection. All other devices from the lot were found to pass the inspection checks. It was concluded that there was not sufficient evidence to indicate that nonconforming product exists in house or in field. A lot history search found no other complaints had been reported for this lot. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded that a cause for the issue could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer occupation = unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that when the user opened a package of a ncompass nitinol tipless stone extractor for a ureteroscopic lithotripsy procedure, it was noted that the basket could not be 'pushed' by the handle. The device did not make patient contact. The user changed to another new ncompass nitinol tipless stone extractor to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.